Manufacturer narrative:
The smiths medical pump was returned in fair physical condition. There was noticable bleeding on the lcd. Analysts were unable to confirm the reported issue. Accuracy testing on the pump revealed the average to be within control limit specifications of +/-3%. No fault was found with the system.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump had inaccurate deliveries; it over delivered. There were no reported adverse events.